Event description:
It was reported that the patient presented experiencing lightheadedness, the right ventricular lead exhibited noise. The lead was explanted and replaced successfully.

Manufacturer narrative:
Final analysis found an insulation abrasion that had breached the insulation at 20.1 cm to 20.5 cm from connector pin. Abrasions are consistent with constant friction with another device.